Event description:
It was reported the device failed self test when it was first turned on. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper case was broken, the lower case was broken and contaminated, the atrial output connector was damaged, the battery contacts were compressed, and the keyboard was scratched. (B)(4).